Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). A manufacturing representative (rep) is troubleshooting for the patient and reports that they were having difficulty recharging and were getting poor coupling. The patient was never able to get more than 2 coupling bars. The patient's pocket is still healing and sore. The caller stated that they would try further troubleshooting/antenna locate when the health care provider stepped out the room. The ins is currently discharged. The rep recommended the patient charged the device but was notified that it would take longer. Based on the managing physician's judgment, the ins is not believed to be flipped. An x-ray, and a pa (standing upright) with the spine x-ray was recommended. It was noted that the ins is located in the patient's right buttock. The patient was implanted for non-malignant pain. The rep followed up stating that the recommended troubleshooting did not resolve the issue as they were still getting poor coupling from 2 to 0 bars. It was reviewed that this may be caused by the ins flipping. It was explained to the health care provider who evaluated the ins and confirmed that the ins had flipped. The doctor manually flipped the ins without a problem due to the patient having very loose skin around the area. The patient was then able to get 8 bars and start recharging. The doctor explained to the patient that the ins had flipped and an xray would be ordered. The doctor further explained that he would like them to stay to recharge since the device was discharged. The rep stayed with the patient to charge. During this time, the coupling began to decrease down to 2-0 bars again and the ins flipped back. The doctor manually flipped the ins again, used the patient¿s abdominal binder to secure in place and explained to the patient to continue recharging at home. The battery had enough charge for the rep to reprogram per the patient¿s request prior to their discharge. The patient requested to set up an appointment the following day for possible reprogramming again once the battery was fully charged. The patient was called the following day to ask if the appointment was still needed and the patient stated that she flipped the ins herself and is charging with full bars. The rep explained to the patient that she should continue recharging which she agreed to since coupling has been difficult. The patient agreed to continue with the improved settings, and would call the rep back next week if needed.